Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report. The device has no UDI as an UDI was not required at the time the device was manufactured.

Event description:
Vent fail, patient bagged. No patient injury reported.

Manufacturer narrative:
According to the logfile records, at times the vacuum pressure was out of specification. During inspection the tsr found the lower diaphragm being damaged causing a leak and thus the low vacuum pressure. Therefore, the root cause for the reported symptom was a leakage in the lower piston diaphragm of the ventilator. The leakage was leading to a loss of vacuum pressure inside the piston. The vacuum pressure is traced by pressure sensor and after falling below the limit of -80 hpa the device alarmed reinstall vent as specified. A reinstall vent alarm indicates a restricted ventilation capability of the ventilator, the possible causes can be manifold (e.g., a missing or incorrect assembled upper diaphragm, a leaky elbow nozzle or a disturbed vacuum pressure measurement). In all cases automatic ventilation is restricted. Manual ventilation as well as monitoring functionality is not affected. The diaphragm was replaced, the device tested and returned to use. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
Vent fail, patient bagged. No patient injury reported. The device has no UDI as an UDI was not required at the time the device was manufactured.